Event description:
It was reported that this pacemaker exhibited t-wave oversensing on the right ventricular (rv) lead prior to a ventricular fibrillation (vf). Technical services (ts) reviewed the event and noted that during the vf episode, low amplitudes were observed. Ts indicated that this alteration in t-wave morphology may be attributable to electrolyte issues in the patient. No adverse effects on the patient were reported. The rv lead remains in service.